Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Device requested but not yet received.

Event description:
According to the customer: on (B)(6) 2018 a call was made by dr. (B)(6) from the clinic (B)(6). On (B)(6), the clinic had taken over a patient from the (B)(6). The hls module was installed in the (B)(6). During the transfer from (B)(6), encrusted blood residues on the cardiohelp and the hls module (according to dr. (B)(6), significantly less than in the current pictures from the cologne-based hospital (B)(6)) were found. It was thought someone had worked dirty on blood samples at the präoxyline. Today in the (B)(6) an oxy change took place because of a worsening of the laboratory values. It was found a leak of the old system. The alleged crack was no longer visible after an external module cleaning. Sytsem is picked up by the clinic and sent to the manufacturer. At the moment no damage on the patient could be determined. No harm to the patient was reported. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: (B)(4). Contact person: (B)(6). The product was requested for return to the manufacturer for laboratory investigation. Investigation was performed on the returned product. A be-hls 7050 set was delivered. The oxy was rinsed with water and cleaned with 5 percent sodium hypochlorite solution. An visual inspection and a leak test according to lv 201 were carried out. The results of the study were documented in writing and figuratively. Visual examination of the oxygenator was performed on the pump cover on the blood inlet side several damages (cracks and scratches) were detected. The leak test to lv 201 (pressure 1.5 bar) was on one of the cracks detected a leak. At the crack of the pump cover liquid runs out. Thus the failure could be confirmed. The most probable cause of the failure could be material stress or excessive physical force during the transport of the patient. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.